Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Customer contact reports no patient information is available. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in the over-delivery of pressure. There was no report of patient involvement.